Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the low voltage lead exhibited helix damage and the catheter was kinked resulting in the lead unable to be implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿helix damage¿ was not confirmed. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.